Event description:
Customer's husband was contacted as part of an outreach program because customer had commented about incidents involving the insulin pump. However, past incidents could not be confirmed because documentation of the past incidents could not be found. Customer's husband stated that the issues about the device were that customer was pregnant and having difficulty inserting the infusion sets or sensors properly. Customer went to the hospital to get assistance and training in properly inserting sets and sensors. Customer's husband stated the issue was about inserting in different areas during the pregnancy. Customer's husband also reported that customer's blood glucose level has been running high, but that's probably due to making adjustments after delivering the baby. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.